Manufacturer narrative:
Initial.

Event description:
It was reported that a user of the ilet with g7 cgm experienced prolonged hyperglycemia with the highest continuous glucose reading of 292 mg/dl, confirmed by glucometer, lasting about eight hours, with a gradual rise before sleep and no reported food intake; the user had recently completed a supply change and used an inset infusion set, and report data indicated repeated correction doses without glucose improvement, suggesting a possible infusion site issue although not confirmed due to lack of device retrieval. Symptoms included hyperglycemia. Outcomes included no hospitalization, no alerts or alarms reported, and completion of troubleshooting and education. Investigation included review of user-reported history and device-generated data trends. Investigation of this case revealed a likely infusion site or delivery issue consistent with unresponsive glucose despite corrections, though the exact cause could not be verified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.